Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient was having issues with the pump. No further information was given and several unsuccessful attempts have been made to contact the patient. No allegation of an injury was made. This complaint is being reported because the issue was not resolved.